Event description:
User facility reported the uterus was perforated during an attempted novasure endometrial ablation and the perforation site was cauterized. During follow-up on (B) (6) 2010, the physician reported he had difficulty getting the array to expand in the uterus and then had an unsuccessful cavity integrity assessment (cia) test. He did a hysteroscopy but could not get the uterus to expand. He then did a laparoscopy and saw 2 perforations at the fundus. After cauterization of the sites, the patient was discharged home. Additionally, he reported he has seen the patient on follow-up and she is doing fine. He plans to repeat the novasure procedure in 6-8 weeks. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).